Event description:
It was reported the patient was very thin, the battery was visible, and there was necrosis at the level of the device. The patient was hospitalized from (B)(6) 2013 and the device was explanted on an unknown date. It was noted the event was not linked to the procedure, but it was linked to the general state of the patient (arteritis grade IV) and the device, specifically the angle of the battery. No outcome was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3898, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).